Event description:
Complainant alleged that the shock button is missing and the device is unable to shock using the front panel. Complainant indicated that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.